Manufacturer narrative:
(B)(4). Concomitant medical products: s061140 selex/magnum mod hd 40mm -6 830220, 11-104106 mlry-hd por fmrl 6x135mm 605260. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by patient¿s legal counsel that the patient underwent right total hip arthroplasty ten years ago. Subsequently, legal counsel further reports patient underwent a revision procedure, due to metallosis, excessive levels of chromium and cobalt in her blood, fluid in and around the hip implant.